Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 64-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient on impella support experienced bleeding and manual pressure was being applied to the left femoral site. The transvenous pacer sheath in the left common femoral vein (cfv) had been partially dislodged so the decision was made to completely remove this sheath. On reassessment some blood pooling was noted so manual pressure held again. After extensive pressure held, new significant oozing was noted around the impella sheath with a hematoma forming subcutaneous. Multiple unsuccessful attempts were made to troubleshoot to stop the bleeding. Bleeding continued around the site and the leg on the impella side began to get larger. Argatroban had been stopped for 2 hours at this point. Impella cp explanted. One-unit prbc (packed red blood cells) being transfused during explant. Hemostasis was never achieved. The physician noted there was pulsatile arterial bleeding at the site. Balloon tamponade was attempted unsuccessfully, due to unable to gain wire access contralaterally. The left common femoral was then opened for exploration. At this point the patient coded, CPR administered, and rosc (return of spontaneous circulation) achieved. Patient was noted to have vascular injury with dissection. Manual pressure attempted, and patient coded again. This time it was unable to obtain rosc. The patient expired.

Manufacturer narrative:
The investigation into vascular damage - peripheral vessel issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the vascular damage - peripheral vessel issue was not determined since product was not returned.